Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with successful implantation of a 3.5 x 28 mm xience xpedition stent in the saphenous vein graft to circumflex artery. On (B)(6) 2016, the patient was re-hospitalized with chest tightness. No coronary angiography was performed. The patient underwent infusion treatment for 20 days post discharge. In (B)(6) 2016, the patient was re-hospitalized due to chest tightness. Myocardial infarction was diagnosed. Coronary angiography was not performed; however, thrombosis was suspected, so thrombolytic medication therapy was provided. No additional information was provided.